Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 10 events were reported for this quarter. 10 devices were received for evaluation. 6 events were not duplicated; the devices were found to be within specifications for the reported event. 3 events were duplicated during testing. 3 devices were found to be affected by compromised lubrication. 1 event was not duplicated during testing; however, the device was outside specifications. 1 device was found to be affected by a shattered bearing. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 10 malfunction events in which the device overheated. There was no patient involvement; no patient impact.